Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was not performing as expected. Two weeks later, the patient underwent a revision procedure. During surgery, a crack in the cylinder was identified; therefore, the entire ipp was removed and replaced. The cause of the observed anomaly was not reported by the medical facility. There were no patient complications reported.

Manufacturer narrative:
Approximated based on event description, as anomalies were identified two weeks prior surgery.

Manufacturer narrative:
Event date b3: approximated based on event description, as anomalies were identified two weeks prior surgery. Upon receipt at our quality assurance laboratory, this ipp underwent a thorough analysis. The cylinders were visually inspected, microscopically examined, leak and functionally tested. Both cylinders passed all tests performed; however, holes were confirmed in the tubing surface. The reservoir was visually inspected, microscopically examined, leak and functionally tested; all tests were passed. The pump was visually inspected, microscopically examined, leak and functionally tested; it did not pass the activation test. Product analysis confirmed the reported allegations of tubing hole, and determined a pump anomaly. The observed anomalies are likely to have affected the functionality of the device.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was not performing as expected. Two weeks later, the patient underwent a revision procedure. During surgery, a crack in the cylinder was identified; therefore, the entire ipp was removed and replaced. The cause of the observed anomaly was not reported by the medical facility. There were no patient complications reported.